Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture sustained in a fall. A pca stem and head were revised to competitor devices. Rep confirmed there are no allegations against the revised femoral head, and that no further information will be released by the hospital or surgeon.